Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his battery pack. The pt's download revealed battery pack faults on battery pack sn 71011250. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery pack faults) has been confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon eval, the battery cells had a low output voltage of 1.88 volts. The cause of the battery pack faults is the low output voltage. The root cause for the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.